Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported forceps elevator remains half raised and does not return during unpacking an olympus duodenovidescope. There was no patient involvement reported.